Event description:
The complainant has reported that a male underwent at therapeutic ercp for placement of a flexima biliary stent. The stent was deployed with difficulty. The guide wier appeared to get stuck inside the catheter, resulting in the catheter buckling and spitting. The deployed stent was noted to be bent within the pt's anatomy. The stent was patent. The pt was discharged home. The pt did not sustain any injury or complications as a result of the bent stent. The physician has reported the clinical outcome and pt status is fine.